Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Initial inspection found that the motion controller was failing. A field service engineer further evaluated the imaging system. He ordered and replaced the positioner box bringing the system to a normal state. The imaging system then passed the system checkout and site staff was notified that the system was fully functional. The hardware investigation of the returned positioner box found that the reported event was related to an electrical issue. The component was installed in a test imaging system. Initially, start up was as expected. After several hours and several power cycles, the led near r54 on the system control board, and ds9 led on the power switching board began cycling with a relay (unable to identify.) While cycling, movement was not enabled. The system moved in and out of this condition for the remainder of the afternoon. While not cycling, all functioned as expected. At one point, it was decided to exchange this positioner box to isolate if it was the problem. Upon pressing the gantry up button on the pendant, an extremely loud noise occurred and the gantry moved downward to the floor and came to rest on the cross bar of the table the phantom rests on. The rep attempted to use the motion cart to raise the gantry to allow exchange of positioner box and it did not respond. During a second attempt, it responded to the motion cart and raised. Notes: in galil application, all three motion boxes were communicating. Positioner box was at runlevel:8, rotor and gantry at runlevel: 3. Several power cycles into the problem, 2d was possible, and 3d during times in which the relay wasn't cycling movement/3d were available. During the power cycle in which the gantry dropped, motion, generator and communication were not ready. Positioner box was later tested on the bench with y-drive motor. Motor spun when brake command was applied to through galil tools software. Gantry positioned functioned as expected when galil board was replaced with known good galil board. The issue was isolated to the galil board. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the system would not full boot up and displayed the error message 'initializing system, please wait' on the third bar of pendent. Prior to this the system was used for two 3d spins without issue for this procedure. He restarted the system disconnected/reconnected the umbilical cable and dongle and restated the system without resolution. The motion bar was scrolling but x-ray and mobile view station (mvs) had green checks. They rebooted a couple times with no resolution. The site staff was unable to open the gantry door with the pendant and had to use the yellow override button to open the door and remove the imaging system from the field. The rep rebooted the system in the hallway a couple more times and was able to get the imaging system to boot into 2d mode, however, the pendant said the imaging system was in a collision zone and the gantry would only move up and down. Left/right and dock movements were not responding. The surgeon chose to discontinue use of the imaging system. There was no reported impact to the outcome of the patient.